Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) due to an extended charge time of 33 seconds. Monitoring voltage was 2.54 volts. The physician wondered why elective replacement indicator (eri) had not been declared. Technical services (ts) reviewed the alert history and discussed that eri had been declared one month prior to eol but the alert was never dismissed. Ts discussed that we can no longer guarantee alert monitoring and remote interrogations of this patient's device via latitude. No adverse patient effects have been reported.